Event description:
Patient intubated and brought to MRI scan room with MRI ventilator. At some point, the MRI battery pack in the ventilator had been changed with a non-compatible one. The magnetic field yanked the battery pack out of the vent into the MRI machine. Machine ramped down. No patient harm occurred with this incident.